Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received multiple, intermittent occlusion alarms. The customer's blood glucose (bg) level ranged from 175 to 358 mg/dl and a bolus via the pump was used to address the bg level. The cause of the past occlusions could not be determined. A system check was performed using the current supplies on the pump. The pump and infusion set tubing were found to be operating as expected. There was no damage noted to the cannula. The customer indicated that the pump was exposed to a temperature change prior to the occlusion (pump removed and inserted into a pocket) and was to try to keep the temperature "stable" after initiating a bolus.